Manufacturer narrative:
Investigation summary: no sample was received. A DHR was performed where here was no documentation of issues for the complaint of batch 88145615 during the production run. Retained samples were available. Investigation conclusion: this is the 1st complaint for the lot# 88145615 for the same defect or symptom. There was no documentation of issues for the complaint of batch 88145615 during the production run. Root cause description: root cause can¿t be confirmed. Rationale: na.

Event description:
It has been reported that one bd posiflush¿ normal saline syringe has been found with a damaged plunger rod before use. The following has been provided by the initial reporter: the patient was admitted to our hospital for treatment on (B)(6) 2019. On (B)(6) 2019, after the end of the infusion, found that the plunger of the flush was damaged and could not be used. Replace it immediately.